Event description:
It was reported that the customer was receiving motor error alarms on his insulin pump while trying to administer a bolus dose. At the time of reporting, his blood glucose was 287mg/dl. He was advised to revert to his backup plan. No equipment was returned. No additional information was reported.

Manufacturer narrative:
The insulin pump passed functional tests. No motor error alarm noted during prime test or during bolus/basal delivery. The motor was tested outside of the device and passed. The insulin pump was received with minor scratched display window, cracked display window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)